Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred during use with a transfer set. The patient was connected at the time of the alarm. This occurred during dwell four of seven of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a loose connection between the patient line of the cassette and transfer set which resulted in a leak. Renal therapy services advised the patient to contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.